Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and carto 3 test of the returned device. Visual analysis of the returned product revealed reddish material and a cut in the pebax were observed on the smart touch sf (bidirectional) catheter. The cut could be related with the device handling since in the process there are controlled inspection points to avoid this kind of issues. Carto 3 test was performed, in accordance with bwi procedures. The returned sample was connected to carto 3 system and error 106 was displayed in the screen. Therefore, the catheter was dissected on the tip area. Loss of electrical continuity of the red paired wires to sensor was found. Concluding that is an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual, which it was performed for this product: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that the thermocool® smart touch® sf bi-directional navigation catheter contact force was displaying normally but when ablation was conducted, ¿hi¿ would display. The issue occurred 30 minutes after starting use of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter cable connection was checked and then the catheter cable was changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. It was also reported that a film on the ablation catheter appeared to be peeled off. There was no damage exposing internal wires, no lifted or sharp rings, no resistance during insertion or removal of the catheter. No patient consequence was reported. The customer¿s reported issues of high force and cosmetic damage are not considered to be MDR reportable since the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 23-jun-2021, the bwi product analysis lab received the complaint device for evaluation. On 28-jul-2021, the catheter was inspected, and it was found reddish material and a cut was found in the pebax, internal parts exposed. This finding was assessed as an MDR reportable malfunction.